Event description:
The ge oec 9600 fluoroscopy system had the display turn off and on. Image display issues.

Manufacturer narrative:
A ge oec service representative investigated the issue and cleaned the connectors to the ps1 power supply and adjusted the voltage above the 5 vdc threshold. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.